Event description:
Breast implants that caused breast implant illness, joint pain, extremely fatigue, skin rashes and blemishes. Depression, swelling and inflammation, hair loss. Bii is real and symptoms are bad. FDA safety report ID# (B)(4).